Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and determined that the wireless footswitch intermittently lost connection, the wifi symbol was flashing red, and the battery indicator was green after implemented the fco, which resolved the problem. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and the wireless base station. Intermittently, the wireless connection between the base station and wireless footswitch is lost, and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode, it blocks x-ray switching functions by means of the wireless footswitch. Other options, like the wired footswitch or hand switch, can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction/field safety corrective action (2022-igt-bst-011). The correction has been implemented, and the system has been returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that wireless footswitch was loosing connectivity. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.